Event description:
Patient was seated and being pushed on a four wheeled walker in a retail store when the front wheels got caught in the floor at the gate to the mall which separates the store from the mall. She was thrown from the seat of the walker and suffered a head injury.